Event description:
It was reported that (1) device was used during a hemicolectomy. It was reported by the rep that the tlc55 was originally used without incident. The patient returned to or (10) days post-op. A small hole was discovered near the staple line. The hole was the size of the tip of a pen. The hole was repaired. The patient recovered without further incident. There was no consequence to the patient.